Event description:
Doctors office report to ms&s of a pt under their care who was experiencing abdominal pain. The pt was implanted with two recalled patches. The first was implanted in 2006 from lot 43epd332. The second patch was implanted approx three and a half months later, was from lot 43jnd436.

Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We therefore consider this report complete to the best of our knowledge at this time.